Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information

Event description:
It was reported that during the arthroscopic stabilization of the graft in the tibial tunnel, the securing suture broke, necessitating the use of another implant. The surgeon decided to change the method of graft fixation, to a 9x30 peek screw which was used according to the technique (tibial tunnel width 9.5mm), but the screw was seated too loosely in the tunnel, requiring the use of a different implant to finish the surgery successfully. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery.